Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) ac power was not recognized. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)/ suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d4 (catalog#, version/model#), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: h6 ( health effect ¿ impact codes). A getinge field service engineer (fse) provided po and does not recommend use. Customer has decided not to fix this unit. H3 other text : customer does not want repair.